Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Is the device available for analysis? Was there any patient consequence due to the procedure being extended an additional 2 hrs? Was intra-op or post-op care changed for the patient?

Event description:
It was reported that during an unknown procedure the device fired, cut tissue and washer, but no stapes were present. It is unknown how the procedure was completed, however, the case was extended approximately 2 hrs.